Event description:
It was reported that during treatment, flap was created but it appeared that there was no hinge when lifted. Cap completely came off.

Manufacturer narrative:
Based on the available information and device evaluation there was no device malfunction. In addition, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design or labeling. The root cause is unknown. It can be assumed that the likely root cause is user error.